Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During a routine follow up exam, imaging studies revealed that set screws at lower end of construct had backed out of position. Revision surgery to remove and replace the entire construct was conducted (B)(6) 2018. The arsenal spinal fixation system was originally implanted on (B)(6) 2017.

Manufacturer narrative:
An evaluation of the returned construct revealed a variety of wear patterns at the bottom surface of the set screws. This is the contact surface which interacts with the rod to create a stable construct. The four (4) set screws positioned at the right & left l5 and s1 displayed wear pattern indicative of set screw back out. The right-side s1 set screw was found to have significant deformation on the bottom surface resulting from un-even contact with the rod. This is indicated by the external swoop on the outer perimeter of the distal surface. Based on the review of the explanted product, the wear patterns indicate that the right s1 set screw deformed from high impact loads on a non-normalized rod. The location of the failure is at the bottom of the construct as this is where they experience the highest loads due to exposure to the full moment arm of the construct. Once this set screw deformed and slipped the load on the construct was lost, which allowed the set screw loosening to begin bilaterally and at adjacent levels.

Manufacturer narrative:
The initial submission was erroneously submitted with an incorrect patient dob and implant date. Date of birth (B)(6). The correct date of birth is (B)(6). Implanted date (B)(6) 2017. The correct implanted date is (B)(6) 2017. The arsenal spinal fixation system was originally implanted on (B)(6) 2017. The corrected information is the arsenal spinal fixation system was originally implanted on (B)(6) 2017.